Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2021, the patient experienced an infection. This adverse event was solved by a revision surgery on (B)(6)2021. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, approximately 4 months after a tka was performed, the patient experienced an unspecified infection and a revision. The patient¿s current health status is unknown and no additional clinically relevant information was provided; however, it was communicated that ¿the surgeon says there¿s no causal relationship.¿ without the requested information, the root cause of the reported unspecified infection cannot be definitively concluded and the patient impact beyond the reported infection and revision cannot not be determined. Therefore, no further clinical/medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.